Manufacturer narrative:
The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. After locking the connector unit received with all operating currents within specification. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had unresponsive buttons; the up, down, and act buttons were nonfunctional. The patient's blood glucose at the time of call was 157 mg/dl. During troubleshooting the caller removed the battery and inserted a new one, but the insulin pump alarmed failed battery test. The caller then inspected the battery compartment, battery cap, and battery compartment spring, but there was no damage or corrosion found. The insulin pump was returned for analysis.